Manufacturer narrative:
Internal complaint number: complaint: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced withdrawal symptoms. The pump and catheter was explanted on (B)(6) 2019.